Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. No errors were found in the fault logs. Logs were clear empty at the time of inspection. However, the customer provided video evidence of screen glitch. The fse disassembled the display, re-seated all connectors, replaced coiled cable, video receiver to lcd cable, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the screen of the cs300 intra-aortic balloon pump (iabp) was flickering. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.